Event description:
It was reported that the insulin pump displayed several large boluses in the bolus history. The mother stated that there is no way the customer programmed these boluses because he was sleeping during those hrs. Troubleshooting was performed. The insulin pump passed the prime and self tests. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.